Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. While testing, it was noted there were errors when accessing the imaging directory and that the representative uploaded an older copy of the imaging folder as a precaution. The imaging system then passed the system checkout and was found to be fully functional. Reported issue also documented under 1723170-2018-06188 in regards to medtronic navigation system in the operating room (or). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cervical spinal fusion, the imaging system in the operating room (or) displayed that the 3d image acquisition functionality was disabled when attempting a 3d image acquisition. It was noted that the pendant and navigation system displayed green lines of communication. The navigation system and imaging system were restarted more than five times and each subsequent restart could not restore functionality. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure with a c-arm. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded the issue was due to workflow technique or error. The software log investigation concluded there was early button release. Number of people exposed: 1 - patient total number of people in or unknown. If information is provided in the future, a supplemental report will be issued.